Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking and the patient's t-shirt was wet with insulin after bolus delivery of 17 insulin units.